Event description:
It was reported that the customer's insulin pump received a motor alarm and it was not working. Customer's glucose reading was 500 mg/dl. The customer took six units of insulin with injection. Advised the customer that the insulin pump would be replaced, to discontinue use of the insulin pump, and to revert to back-up plan per health care professional's instructions. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor. The insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.